Event description:
Patient was admitted for revision of right hip, secondary to pain and instability from broken components. In accordance with hosp policy, the components removed are not available for release.